Event description:
A stryker impaction drill was sent in for repair because it overheated during a tooth extraction. No pt injury was reported; the procedure was completed with the same drill.

Manufacturer narrative:
During the quality investigation the customer's complaint was confirmed; the device overheated during testing. Further investigation revealed broken rotor and corrosion damage to the motor and other component parts. The motor was identified as the primary cause of the failure. The device was repaired, cleaned, lubed, adjusted and returned to the customer.